Event description:
It had been reported that the gastrointestinal videoscope had been confirmed that forty-two endoscopes had been suspected of having been used in cases after they had been reprocessed in an oer-6 machine with an overused water filter. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: according to the customer's indication, it was found that the water filter maj-2317 had exceeded the specified two months since the last replacement, and five months had elapsed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.